Manufacturer narrative:
Event date: the exact date is unknown; all patients included in the article were treated between (B)(6) 2007 and (B)(6)2010.

Event description:
It was reported in the journal of cardiovascular interventional radiology that the patient suffered a dissection during the predilation stage of the procedure. However, after the stent was successfully implanted in the inferior basilar artery and vertebrobasilar junction, the dissection disappeared. The patient had no new neurological deficits following this event. No other information was provided.